Manufacturer narrative:
Placement signal issue: the cause of placement signal issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The patient survived. The device has been discarded and will not be returned.

Manufacturer narrative:
B5: added information regarding patient outcome and device status. D6b: added explant date.

Event description:
The complainant reported that a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported that the placement sensor was not reliable on the recently placed impella rp flex. A company representative onsite confirmed the sensor was not giving placement signal or flow rates. Motor current was the only usable information from the console. The pump remained in the patient and will be for the foreseeable future.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.